Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable boot detached from the switch button. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor quality image due faulty charged coupled device, damaged connector seal and cable boot detached from the switch button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had distorted image, poor image quality during inspection for use. There were no reports of patient involvement.